Event description:
It was reported the customer received a lost sensor alarm on their sensor. The customer's blood glucose was 247 mg/dl at the time of the alarm. The customer's current blood glucose was 402 mg/dl. Customer treated their blood glucose with a 2 units of humalog and 8 units of lantus. Customer was also advised to wait for their blood glucose to stabilize before calibrating their sensor. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.